Event description:
It was reported that the insulin pump alarmed calibration error. The sensor was inserted in the abdomen of the customer, by the doctor. The age of the sensor was one day and two hours. Later, after the second calibration error, there was a change sensor alarm. Troubleshooting was performed. But the calibration error alarm and the change sensor alarm reoccurred. The customer's blood glucose was 6.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.